Event description:
ER visit on 8/25 with infected right foot at site of surgery (8/18 - excision of morton neuroma). Suture removed, incision opened and drained. Infection attributed to "suture failing and/or rejection."